Event description:
Information was received from a patient regarding an external device. The reason for call was that the ac power supply was not working to charge the controller. Pt said that when their device wasn't working it was like they were getting electrocuted by a fork. Pt confirmed that the ac power supply green light was on and that the connector pins looked fine. Pt then reported that the ac power supply cord looked like a rat had gotten a hold of the cord. When asked for the event date, patient said that they were having issues for a while and then the cord was working but then it stopped working again. Pt said that the issue started about a month ago. Pt said that when they would call to schedule reprogramming appointments, they didn't even know who did them anymore. Pt said that they would call and get told that they would have the wrong number or no one would call them back. An email was sent to repair to replace the ac power supply.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Continuation of d10: product ID 97745ac (serial: unknown); product type: 0001-accessory; implant date n/a; explant date n/a medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.